Manufacturer narrative:
(B)(4). Although the cassette was not returned, the home patient (hp) reported the clamp on the patient line was not opened prior to priming, leading to an incomplete prime which is a known cause of the alarm. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide which is shipped with every homechoice device. The guide informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. Furthermore, it warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide also provides step-by-step instructions for properly repriming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during the initial drain on the home choice (hc). The home patient (hp) was connected at the time of the alarm. The home patient (hp) stated the patient line clamp was closed. The hp opened the clamp then started the initial drain. The hp could hear bubbles and the hp stopped the hc. The hp stated that there was air in the patient line. The technical service representative (tsr) advised the hp to stop therapy and start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.